Event description:
Deflation of left breast implant. Bilateral breast implant exchange using another brand due to hutchison ide status. Unk if initial use of device.

Event description:
Possible deflation.